Event description:
The plunger is very difficult to push in, almost requiring 2 thumbs to push plunger to allow for the needle to retract. Coincidently, we also realized that the blue circle on these devices is also flat or somewhat concave in appearance whereas previous syringes the blue circle was convex.